Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated under sensing on the right atrial (ra) lead led to atrial pacing during atrial arrhythmia episodes. It was also noted there was non capture on the right ventricular (rv) lead. Reprogramming was performed on the ra lead. Both leads remain in use. No patient complications have been reported as a result of this event.